Event description:
It was reported that a physician attempted arteriotomy closure of a right common femoral artery (rcfa) after a carotid procedure using a starclose se device. Reportedly, clip deployment was uneventful; however bleeding was still observed. The physician indicated that it was tissue tract oozing and ordered to hold manual compression on the groin. The patient was transferred to her room and a nurse continued applying manual compression to the groin. Once the nurse came out of the patient's room she indicated to the manufacturer representative that it was not tissue tract bleeding but arterial bleeding, which was resolved with manual arterial compression. The patient did not experience any adverse effect. The patient had a previous cath in that same groin 3 days before the index procedure and has history of prior device closure (not known by the facility staff which device was used) in the target groin. The sheath size used for the closure procedure was 6fr. The physician is trained and proficient in the use of the starclose se device. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was discarded at the facility. Without the product to examine an analysis could not be performed and a determination of a cause for the reported event could not be made. Continued bleeding may be caused due to a number of factors including, but not limited to: a mislodged/mislocated clip (because of inadequate nick and spread), bent/broken device due to tissue compaction, anatomical conditions and manufacturing. To help ensure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality. Based on the information available, the manufacturing inspection criteria and the review of the lot history record there does not appear to be any indications of a product quality deficiency. A review of the finished device history record did not reveal any manufacturing related non-conforming material records (ncmrs) associated with this lot. In addition, a query of the complaint-handling database was performed and there has been no other incident reported for continued bleeding for this lot.